Manufacturer narrative:
Lot number - (B)(4). Three single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of all three devices was found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three small volume infusors had flow issues during infusion. Two of the devices underinfused, and one device overinfused. These events each involved a patient with no patient consequences. No additional information is available.